Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted in 2017. Reprogramming was not possible requiring to be replaced on an unknown date. The surgical time was extended for 30 minutes.

Manufacturer narrative:
The valve was returned for evaluation: DHR - not possible as the lot number provided by the customer is not for product code 823101 device received for investigation is a 823101, lot number per customer is for product code 823100. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. The catheter was irrigated no occlusions noted. Root cause - no root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted with the valve.